Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a sales representative that an ar-9530s-06 univers revers trial was broken. No further information was provided. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9530s-06 serial/batch: (B)(6) was received for evaluation. Functional testing was not performed because the device was damaged. A visual evaluation revealed that the center slot was open and the two threaded holes were damaged. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The product was manufactured in 2023. The complaint allegation was confirmed. Refer to the investigation pictures.